Event description:
During a colonoscopic polypectomy, an injection needle was being used to inject into the stalk of a polyp. As the needle was being withdrawn, the metal band that is crimped to the distal end of the inner catheter detached and remained attached to the stalk of the polyp. Grasping forceps were used during an unsuccessful attempt to retrieve the metal band. The pt was given an enema in an attempt to pass the band. The pt's condition was reported as fine.